Event description:
During surface pad system target temperature management therapy for a post-cardiac arrest patient, the customer reported that the stx surface cooling pad set (lot #unknown) may have been too hot and caused burn-like blisters on the patient left thigh and left side of the torso. The innercool stx surface system (120v) maximum temperature is 42°c. The customer does not believe that the pads' temperature was warm enough to cause the skin integrity to break down. The customer believes that the patient's state of increasing edema, created circumstances where the pads were too constrictive around the patient's thigh and torso. Having the patient lying on their side too long may have also contributed. Topical ointments were used to treat the burn-like blister on the patient.

Manufacturer narrative:
Sections b5, d1, d2, d3, d4, and g1 were corrected.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Based on medical safety assessment, reported by zoll representative that there is a believe that burns more to do with the patient being edematous. As the patient received intravenous fluids, the situation became worse as the nursing staff failed to adjust/loosen the pads I will be at this hospital next week to provide training and hopefully convince them that surface cooling is not an effective way to treat these patients. Event was not serious because based on available information, did not cause death or life-threatening condition, or did not require treatment to prevent life-threatening condition or permanent injury. Queries issued for more information. Event will be re-assessed after information provided. The patient seem to have edema (swollen due to abnormal accumulation of fluid in tissues within the body). This clinical condition could potentially contribute to development of skin burns with used of skin heating pads. Event assessed as possibly related to heating pads due to relevant time and location event in predisposed patient.

Event description:
During surface pad system target temperature management therapy for post cardiac arrest, customer reported that the innercool stx surface system (120v) serial #(B)(4) may have been too hot and caused burn like blister on the patient left thigh and left side of the torso. The innercool stx surface system (120v) maximum temperature is 42°c. Customer does not believe that the temperature of the pads were warm enough as to cause the skin integrity break down. Rather believes that the patient's state of increasing edema, created circumstances where the pads were too constrictive around the patient's thigh and torso. Having the patient lying on their side too long may have also contributed. Topical ointments was used to treat the burn like blister on the patient.